Event description:
It was reported that the continuous glucose monitor sensor was not connecting to the ilet and the user interface prompted to connect the cgm or enter blood glucose for bg-run mode; the user was guided to toggle the cgm selection from dexcom g7 to g6 and back to g7, after which the sensor paired successfully and glucose readings appeared. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included restoration of cgm data display on the ilet without alerts or alarms. Investigation included remote troubleshooting and user education focused on cgm pairing and configuration. Investigation of this case revealed a transient connectivity issue between the dexcom g7 sensor and the ilet that resolved through device settings reconfiguration, consistent with a communication or pairing anomaly. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error leading to temporary signal loss to the ilet only.